Event description:
The metal cover at the end of the catheter was found kinked during the operation. In addition, right before access to the target lesion, the catheter would not advance properly therefore the physician decided to withdraw the catheter. The catheter was found kinked. Another catheter was used and the procedure was completed successfully.

Manufacturer narrative:
Device investigation: results: the proximal end of the catheter is kinked approximately 3.5, 27.0, and 29.0 cm from the hub. The distal end of the catheter is stretched approximately 119.0cm from the hub. Approximately 12.5 cm of the distal end of the catheter is crumpled. Conclusions: the complaint has been evaluated. The complaint indicates that the metal cover on the catheter was found kinked during the procedure. It also states once the catheter was withdrawn the distal end was kinked. After evaluating the returned product, a kink in the strain relief and damage to the distal tip of the catheter were confirmed. It appears that the damage was likely the cause of mishandling when attempting to insert the device into the patient. The distal tip was likely damaged when attempting to place the catheter into the access point in the patient. The proximal end of the catheter at the strain relief was likely kinked during removal from the packaging or at some point during handling and preparation for use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.